Event description:
It was reported by the customer that bd pyxis¿ medbank tower aux issuing medicine process was not performing correctly. When pulling out a few meds and a 325 tylenol, it kept adding a 500 tylenol. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
D4 serial number and UDI is unknown. H4 is unknown. This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that medicines process was not performing correctly. The technical support specialist found that when the medicine combo item was triggered, it added the item as if multiple items were selected, which might not issue them in the expected order. The system functioned as intended after troubleshot by the technical support specialist.